Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead had become distorted during the implant procedure. A new lead was implanted at the physician's request. No patient complications have been reported as a result of this event.